Event description:
Customer reported a malfunction on pump, which led to an increase in blood glucose level, exceeding "high." Customer experienced high ketone levels but was not deemed dangerous after discussion with healthcare provider. For correction, customer used an injection via multiple daily injections (mdi) and received guidance on a care plan through mychart. The pump screen was non-functional with a red led light blinking, despite efforts to recharge it, leading to the replacement being arranged by customer technical support (cts). Cts confirmed pump was under warranty and arranged for a replacement, advising on necessary actions. Customer was informed to return the malfunctioning pump to avoid charges, and they understood the requirements for programming settings and connecting the continuous glucose monitor (cgm) to the new pump.